Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Patient wife mentioned that they were awaiting a call back from their doctor, patient suffered from memory loss and seemed to forget that they had the procedure done. When they went to the bathroom, they pulled the lead out at 4 inches. They felt lead had pulled out of patient's skin and they had discussed this with doctor. Patient pulled on the wire and about 4 inches came out on saturday. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.